Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review of this pacemaker system revealed oversensed right ventricular (rv) lead noise with greater than two seconds of pacing inhibition and asystole. The patient was seen in clinic for threshold testing and further lead evaluations. Noise was not reproducible with isometrics, and the nurse mentioned that pocket manipulations were not performed during lead evaluation. Review of device setting revealed that the patient was <1% rv paced and the rv lead was programmed to unipolar. Minute ventilation (mv) was previously disabled 27-sep-2021 and a signal artifact monitoring (sam) event was stored due to atrial fibrillation (af). Additionally, rv pace impedance measurements from rv ring to can were greater than 3,000 ohms. Which likely explained the rv unipolar programming. There was no rv capture at max outputs in bipolar, however measurements were stable in unipolar, technical services (ts) reviewed possible causes and programming considerations. Additional information received reported that the patient was seen in clinic for reprogramming. It was noted that right ventricular (rv) lead fracture was suspected due to high out-of-range pace impedance measurements and loss of capture (loc). This pacemaker system remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that episode review of this pacemaker system revealed oversensed right ventricular (rv) lead noise with greater than two seconds of pacing inhibition and asystole. The patient was seen in clinic for threshold testing and further lead evaluations. Noise was not reproducible with isometrics, and the nurse mentioned that pocket manipulations were not performed during lead evaluation. Review of device setting revealed that the patient was <1% rv paced and the rv lead was programmed to unipolar. Minute ventilation (mv) was previously disabled (B)(6) 2021 and a signal artifact monitoring (sam) event was stored due to atrial fibrillation (af). Additionally, rv pace impedance measurements from rv ring to can were greater than 3,000 ohms. Which likely explained the rv unipolar programming. There was no rv capture at max outputs in bipolar, however measurements were stable in unipolar, technical services (ts) reviewed possible causes and programming considerations. Additional information received reported that the patient was seen in clinic for reprogramming. It was noted that right ventricular (rv) lead fracture was suspected due to high out-of-range pace impedance measurements and loss of capture (loc). This pacemaker system remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.